Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The reported issues with the vertical keys on the keypad were verified during evaluation when they found the keys of column 2 (soft key, setup, 1, 4, and 7) inoperable. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced issues with vertical keys on the keyboard. There was no known patient injury or medical intervention associated with this event. No additional information is available.